Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). Cn-617300.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
A customer from (B)(6) alleged having a high rate of exon20ins mutation calls and suspected some of the results were false positives. The samples were not repeat tested and therefore, false positive results were not confirmed. Review of the customer provided data showed 20 exon20ins mutation detected results using 2 different reagent kit lots (g05117 and f30259). 3 of the 20 samples showed an early CT for exon20ins and 17 of the 20 samples showed a late CT for exon20ins. The customer indicated most tissues were needle biopsy and 3 slides of 2 micron thickness each for testing. The test¿s method sheet indicates to start with a 5 micron thick section. No harm was alleged. An investigation is ongoing.